Event description:
Customer reported set leaked at an unspecified location during an infusion of a non-specified medication. No pt harm was reported. Although requested, no further pt/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product was received. Investigation is not complete. A follow-up report will be submitted with any new relevant info.